Event description:
It was reported that the atrial lead had decreasing impedance. Noise on the electrogram was noted along with decreased sensing since implant. The atrial lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the atrial lead's low impedance triggered a polarity switch. It was noted that the patient was a participant in the system longevity study.